Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # unknown, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger.

Event description:
It was reported that the implant did not set stimulation where the patient was satisfied. It was noted that it would be fixed at the next programming session. There was a second manufacturer representative present that originally had set the stimulation to where the patient was satisfied, but then the other manufacturer representative made more adjustments, which left the patient unsatisfied. The patient was too drugged up to really say anything and was not happy with her situation. They implanted her with the device that they did not want. The patient attempted to make her own changes but was not able to get implantable neurostimulator (ins) to work. On (B)(6) 2015, it was noted that the patient would be seen on tuesday to troubleshoot her stimulation. The patient was seen on (B)(6) 2015 and was doing really well. The patient needed to be a little bit more educated about the usage of the stimulation and switching between different programming. The patient was educated about the system and all the questions the patient had were answered. The patient was doing really well at the time of the report. Additional information received from the consumer reported that their stimulation was painful and the patient had a lack of effect with the stimulation not addressing their pain. They were still feeling the high density programming. They also had back pain and swelling at the incision area after implant. They had never experienced seepage, only tenderness and pain. There was redness but the redness was gone at the time of the report. The trial stimulation was successful and addressed the patient¿s shoulder pain but they were constantly in pain since the permanent device was implanted. The patient checked their ins with their programmer and it showed that the stimulation was on. The patient decreased their stimulation but the issue did not resolve. The patient did not have adaptive stimulation activated on their program. The patient tried a different group but the issues did not resolve. The patient had these issues regardless of what program was being used. The patient had been reprogrammed several times with no relief of symptoms. The patient also could not sit up and had a hard time moving around. The health care provider of a clinical study reported harsh and shocking stimulation, and pain. The patient has coverage of the areas of their chronic intractable pain but they indicate that despite reprogramming, the system vibration was harsh and sometimes shocking when they try to use it. It was unknown when this occurred. No reported issues at last office visit on (B)(6) 2015. Patient was reprogrammed in the office on (B)(6) 2015, which was an unscheduled clinic or office visit, to eliminate painful stimulation. It was noted that the physician was to evaluate for high frequency system if programming was unsuccessful. Programming was unsuccessful. The etiology indicated the relationship of the event to the device or therapy was not related and not related to the implant procedure but was related to the programming. The doctor scheduled the patient for device change out on (B)(6) 2016. The patient did not present themselves for the implant procedure. Device to change out to boston scientific was rescheduled to (B)(6) 2016. The patient did not present themselves for the implant. The outcome was reported as ongoing. The indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome of the event was unresolved at time of study exit/death/study closure. Follow up is being performed to obtain clarification of this information. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the event was unresolved at the time of study exit on 2016-may-19 because the patient was no longer available for follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.